Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. D1: brand name. D2: device product code. D4: catalog and lot number. G3: date received by the manufacturer. G4: PMA/510(k) number k011028 and k013227. H1: type of report, follow-up number. H2: follow up type. H6: evaluation codes. H10: additional narrative. Upon ongoing investigation it has been identified the implant reference reported as unknown by the customer is a tsvb10.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following sections have been updated: h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date not available, lot number unknown. One implant and one screw were returned for investigation. Visual evaluation of the as returned implant identified fracture at collar area and show signs of use, bone debris on external threads. Additionally, inside the implant was a fractured screw. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. No pre-existing conditions noted on the per. The reported devices were at tooth location 24 (unknown dental notation system) for approximately 3 years, 6 months.the customer did not provide x-rays or images. Review of appropriate documents: instructions for use - tapered screw-vent and trabecular metal implants - ifu4869 rev 9 - 10/2019. Instructions for use ¿ prosthetics for zimmer dental implant systems ¿ ifu4894 rev 6 ¿ 08/2019. Information identified: 'warnings' 'precautions' 'sterility' 'potential adverse events' tsvb10: DHR and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. A complaint history review by item number was conducted for the tsvb10 dating back to 12 months prior to the notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported devices related to the reported event. Review completed utilizing keywords: 'fracture: implant.' March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
Doctor reported abutment screw fractured and one piece remains inside the implant. After inspection, implant collar is also fractured. Implant was removed.